Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer reported the cell-dyn sapphire generated a wbc result of 13.2 10e9/l with variant lymph flags for one pt. The customer stated the pt has sickle cell anemia, therefore, the customer re-assayed the sample in the cbc rrbc mode and obtained the wbc result of 2.05 10e9/l. The customer requested a visit from abbott field service. The customer stated that there was no impact to pt management.